Event description:
It was reported before use the bd vacutainer® edta 2k had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated ¿the customer reported about brown foreign matter on the shield.¿.

Manufacturer narrative:
H.6. Investigation: bd received samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® edta 2k had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated ¿the customer reported about brown foreign matter on the shield.¿